Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 378 mg/dl. The customer stated that he was sick, had low blood glucose, and he tried eating to compensate for the low blood glucose, and he thinks he may have overcompensated. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. The customer stated that he does not wear the infusion set more than three days. Performed a high pressure test and the device passed the test. No further info was provided.